Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall adjacent to the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerband presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced to dilate a highly calcified chronic total occlusion lesion. During the first inflation at 14 atmospheres for 7 seconds, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.